Event description:
It was reported that during use, the bd autoshield¿ duo pen non-patient end needle broke and remained in the rubber stopper, and the outer needle failed to retract due to being bent. The following information was provided by the initial reporter: "inner needle fractured and stayed on the rubber stopper of insulin pen and outer needle crooked can't retract well".

Manufacturer narrative:
Investigation summary: one open 30g x 5mm safety pen needle samples and two photos returned from lot. No. 8253803, cat. No. 329505. Visual examination was carried out on the returned sample and photos and a bent cannula stuck in the insulin pen septum was observed on one photo. On the second photo it was observed that the patient end of the cannula was bent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. No manufacturing related issues were observed on the returned sample.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the bd autoshield¿ duo pen non-patient end needle broke and remained in the rubber stopper, and the outer needle failed to retract due to being bent. The following information was provided by the initial reporter: "inner needle fractured and stayed on the rubber stopper of insulin pen and outer needle crooked can't retract well."